Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.